Manufacturer narrative:
Results evaluations codes: investigation: the returned sample was visually inspected and it was noted that a "u" shaped hole of approx 4.5mm was present in the cuff wall. The customer gave two possible lot numbers. A review of the complaints history confirmed this to be the second complaint for these product lots. Though there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of a 100% cuff inflation check. Any suspect product would have been readily identified and removed at this point. Root cause: it is not possible to assign a definitive root cause for this complaint. It is stated that the product was tested prior to use and only became deflated following four hours use; as such this incident cannot be the result of an assembly fault. We feel the most likely cause for this incident is that the cuff became damaged during manipulation of the tube whilst the cuff remained inflated. The shape of the tear is typical of damage following snagging of the cuff.